Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 07/11/2017 to the present date 1/5/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device is not charging. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device is not charging. No patient involvement.